Manufacturer narrative:
The model and serial numbers of the brush head were not provided. Device manufacturing date not available due to the brush head being discarded and not returned.

Event description:
Consumer called stating that brush head shattered while in use causing minor cuts in the user's mouth and tongue.